Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the customer had a prime anomaly on the insulin pump. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime and the pump piston continued to move forward after reservoir contact. No numbers appeared on the screen and no beeps were heard. Leaving prime was not possible. Customer tried with a different set. Pump was not bumped or dropped. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).